Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97745ac, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-05-20. It was reported that the patient was paralyzed due to their implant surgery. The patient stated that they had a blood clot from t3-t9 and that they now have no bladder control or bowel control. The patient stated that the trial implant worked well, and they were on so much medication that they were excited to get the implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient was implanted on the day of the report. The rep reported that post-operatively the patient began feeling some pain in her chest and feeling loss in her legs. The rep reported that the patient was sent to the emergency room to be looked at. The patient may be getting an MRI. No further complications were reported. Additional information was received from the manufacturer's representative. It was reported that the patient had a laminectomy from t4-t8 to resolve chest pain and loss of feeling in the leg. Patient slightly still has a loss of feelings in legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient's information was updated. The representative noted that the patient had an injury from the implant procedure (as was previously noted). The patient was starting to regain feeling in their legs and wanted to use their ins again. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.